Event description:
Incident as reported: lap chole - "surgeon preloaded clip off of duct and fired. Surgeon said that clip did not close all the way and requested ligamax. After case, he said that he was squeezing the trigger "handle to handle" as we had done in his previous case and prior to this case with my demo. Surgeon said he was not comfortable with mechanism of clip applier and needed to use what he was comfortable with to ensure that this young otherwise healthy pt did not have a problem related to a clip that did not fire correctly. Surgeon said clip did not close all the way and pulled off." Pt status: lap chole completed with no complications noted by physician. (B)(4).

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.